Manufacturer narrative:
H4: device manufacture date: april 25, 2019 - april 26, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside a bag. The photograph suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was further reported the valve was potentially not fully closed or faulty. This issue was discovered prior to patient use. The device was filled with 5845mg fluorouracil in 5% glucose. There was no patient involvement. No additional information is available.